Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Technical service contacted the customer and provided IFU and required centrifuge conditions.

Event description:
It was reported the bd vacutainer(r) sst" blood collection tubes experienced hemolysis. The following information was provided by the initial reporter: translated to english. The customer stated "the sample was slightly hemolyzed and cloudy. " additional information: "previously performed centrifugation at 1300 rcf for 20 minutes in a swinging bucket centrifuge for serum preparations for hcv testing. However, recently, we have begun following a different centrifugation protocol set out by out partnering site: 1600 rcf 2000 rcf for 15 minutes. After running two sample at this speed, I noticed that one of the samples was slightly hemolyzed and cloudy."